Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was during the call, pt said they were going to have the ins replaced as their current ins was failing. Pt said it would take over 15 minutes to turn the device on, they would push the buttons and move the "piece" around. Pt said they noticed the ins was failing 3-4 weeks ago and met with a rep to check the ins. Pt said the rep told the pt the new ins would charge up much easier, and wouldn't take 3 days to charge. Pt said their current pain management doctor was working on finding a doctor to do the replacement, as the doctor who did pt's last replacement moved away and pt's current doctor didn't do those procedures. Pss documented information given during the call. Pt asked if their current leads would be compatible with the new rechargeable ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back repeating they had been having trouble turning the ins on. Pt repeated it would sometimes take 15 minutes of pushing the button and then finally they could connect and turn ins on. Pt repeated they met with a manufacturer representative (rep) who used the rep's device to test the ins and said the ins was failing. Pt said they didn't know how much longer ins would last, so they'd been turning stim off for days at a time and only turning stim on when they were in extreme pain. Pt said their pain management doctor was able to find another doctor to do the replacement surgery and had put in the pre-authorization request for the replacement. Pt then said a couple days ago they noticed the programmer antenna cord had exposed wires and was wondering if that could cause the connection difficulty. A replacement programmer antenna was sent out. Patient services (pss) instructed the patient to continue following up with the healthcare provider (hcp) should the issue continue with the new antenna.